Event description:
It was reported, "staple jamming". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and w ithout magnification. The stapler was returned with the trigger not engaged, and there were signs of biological material on the device. The stapler was received with 1 staple left in the cartridge, indicating at least 34 staples were fired by the customer. Only one staple remained in the cartridge for functional testing. Upon functional testing, the first firing attempt in the air resulted in a staple that did not fully form, but it did release from the stapler. The stapler was then disassembled. The forming tool was then inspected, and it was observed that it was defective. The tab on the forming tool was bent inwards; the tab holds the anvil in place when assembled in the cover block. Die casting anomalies were discovered on the forming tool. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the representative sample received. Per DHR the product visistat 35w 6/box lot # 73m2300456 was manufactured on 12/12/2023 a total of (B)(4) pieces. Lot was released on 01/09/2024. DHR investigation did not show issues related to complaint. Upon functional testing, the first firing attempt in the air did not fully form, but did release properly. The stapler was then disassembled, and it was determined that the forming tool was defective. The tab on the forming tool was bent inwards; the tab holds the anvil in place when assembled in the cover block. Die casting anomalies were discovered on the forming tool. The forming tool was observed to be defective. The tecate manufacturing site was consulted regarding the forming tool deformity, and the probable root cause was linked to the supplier. The forming tool is a raw component that is outsourced and was measured to be out of specification. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported, "staple jamming". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".